Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device (r-unit) is broken, worm-like-image occurs, and no image is displayed. A root cause could not be identified. However, based on the results of the investigation, it is likely that the malfunction was caused by the following: the charged coupled device (r-unit) is broken, resulting in a worm-like image and no image being displayed. The issue was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a lines on screen when connected. The issue was identified during setup. There were no reports of patient involvement.